Event description:
In 1991 pt had itrel ii implantable impulse generator implanted for the treatment of quada equina and peripheral nerve injury. Over the years pt had pain relief. The hcp reported that recently the pt had increased pain and problems walking. An x-ray was done on an unknown date prior to surgery and the results indicated an undiagnosed epidural mass at the electrode tip at t10 and t11. In 2001 pt was taken to surgery and the electrode was explanted. When the electrode was removed tissue attached to it also came out. X-ray were done at a later date after surgery and the results indicated the inflammation had subsided. Final diagnosis from hcp was reaction to the electrode, not an epidural mass. Pt's pain has subsided. Pt is doing well post operatively.